Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in a heavily calcified, heavily tortuous left circumflex artery (lcx). It was noted that rotational atherectomy was performed prior to use of orbital atherectomy. The rotational atherectomy was unsuccessful, which led to orbital atherectomy being performed. Orbital atherectomy was performed for several treatments, both proximal-to-distal and distal-to-proximal. During the sixth treatment, on high speed, the oad crown jumped and perforated the vessel. The orbital atherectomy system (oas) was removed and balloon angioplasty was performed to prevent blood from exiting the lcx. It was confirmed there was no extravasation of blood outside the vessel. Three covered stents were placed to resolve the perforation. Angiographic imaging showed the perforation had resolved. An additional two stents were placed proximal in the vessel. The patient was transferred to the intensive care unit (ICU) in stable condition. In the physician's opinion, the tortuosity of the vessel, along with the position of the lesion, increased the risk of the oad crown jumping. The oad crown was against resistance prior to the oad crown jumping forward leading to the perforation. The patient was discharged in stable condition from the hospital on (B)(6) 2025.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement - crown jump, perforation of vessels, hospitalization and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unintended system movement - crown jump, perforation of vessels, hospitalization and unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in a heavily calcified, heavily tortuous left circumflex artery (lcx). It was noted that rotational atherectomy was performed prior to use of orbital atherectomy. The rotational atherectomy was unsuccessful, which led to orbital atherectomy being performed. Orbital atherectomy was performed for several treatments, both proximal-to-distal and distal-to-proximal. During the sixth treatment, on high speed, the oad crown jumped and perforated the vessel. The orbital atherectomy system (oas) was removed and balloon angioplasty was performed to prevent blood from exiting the lcx. It was confirmed there was no extravasation of blood outside the vessel. Three covered stents were placed to resolve the perforation. Angiographic imaging showed the perforation had resolved. An additional two stents were placed proximal in the vessel. The patient was transferred to the intensive care unit (ICU) in stable condition. In the physician's opinion, the tortuosity of the vessel, along with the position of the lesion, increased the risk of the oad crown jumping. The oad crown was against resistance prior to the oad crown jumping forward leading to the perforation. The patient was discharged in stable condition from the hospital on (B)(6) 2025.